Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is due to the handling of the client. The event can be detected/prevented by following the following warning in the operation manual: "warning do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts." Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "insufficient angle", (angulation works but angulation control knob feels too loose or light). There was no patient involvement on this reported issue. No harm was reported. No patient harm, no user injury reported . Device evaluation found crack on c body (defects of whole distal end). This report is being submitted due to the finding of crack on c body (cracks at the tip (gap) - breakage/deformation due to physical stress , handling issue) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found stretched angle wire. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The reported issue was confirmed. Furthermore, evaluation found crack on c body (defects of whole distal end), this condition was attributed due to breakage/deformation due to physical stress , handling issue. Additionally, the following defects were identified during device inspection: due to a pinhole on a-rubber (bending section), water tightness is lost. A-rubber (insertion section) has a scratch. Adhesive on a-rubber is detached. Adhesive on a-rubber has a chip. Switch button #3 (sw)3 has a scratched. Objective lens has a scratch. Connecting tube has a dent. Distal end has a scratch. Connecting tube has a scratch. Acoustic lens is damaged. Image guide (ig) tube collapsed, corrugated. Investigation is ongoing. This report will be supplemented accordingly following investigation.